Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02852; 2938836-2020-02853. It was reported that patient presented in hospital for extraction of his complete implant system. High capture threshold was noted on his right atrial (ra) and left ventricular (lv) lead. Loss of capture was also noted on lv lead due to which patient was on only right ventricular (rv) pacing. His only rv pacing induced congestive heart failure. The right ventricular lead was functioning well, but it was decided to remove it due to advisory and longtime implant condition. All three leads and device were explanted and replaced. There was no malfunction with explanted device. The device was replaced to be compatible with the new rv lead. The patient was stable.